Event description:
It was reported that: "the hcp found the swg was kinked before use on patient."

Manufacturer narrative:
(B)(4). The customer returned one opened sac kit for analysis. No evidence of use was observed. Visual inspection of the components revealed one kink in the guide wire body. Several creases on the product packaging and bending of the catheter were also observed. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging additionally clearly states, "do not bend". Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through the returned 20 ga introducer needle, and little to no resistance was experienced. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." An engineering change order (eco) was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (april 2022) after the implementation date of the eco. The lidstock clearly states, "do not bend." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.